Manufacturer narrative:
Concomitant medical product: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the clinician that the patient called explaining that five times this morning they felt a slight shock in their breast area below their device. The clinician had the patient send a remote transmission. Nothing abnormal was noted on the transmission. There was some variability in the pacing impedances. The clinician will have the patient come in for testing. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.